Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. A review of the event history log review showed an infusion of norepinephrine on the date of the event. Th pump was not on standby prior to the infusion or powered off with a loaded set. Four downstream occlusions alarmed but no air-in-lines were revealed during this infusion. A secondary infusion was not found during this infusion. A search for motor stall revealed no results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump ¿under infused¿. During rounding (time not specified) in the neurosurgical intensive care unit (nsicu), the rounding nurse noted no drips in the chamber of a norepinephrine infusion. The bag was observed to be ¿completely full¿ though the pump indicated an unspecified volume had been infused. After troubleshooting and reprograming the pump, the drip rate reflected the actual volume remaining in the bag. At this time, the patient¿s nurse noted that there was an increase in the norepinephrine dosage per physician¿s orders; however, the patient¿s blood pressure parameters were within prescribed limits. The nurse rounded again at 11:30 and no drips were noted again in the drip chamber. The volume to be infused displayed 119ml despite the bag being full. At this time, the patient¿s ¿blood pressure/mean arterial pressure (map) ¿were down trending¿. Unspecified ¿corrective action¿ was taken and ¿the patient responded favorably to the medication with blood pressure readings improving shortly after medication reestablished with a new pump¿. No further information was available at the time of this report.